Manufacturer narrative:
The pump was infusing 3,000 mcg/ml of morphine at 18.1 mcg/day, minimum rate, upon return. Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication, stall due to shaft-bearing, and stall due to gear pinion.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
On 12-01-2015 the representative further provide that the indication for use of the implanted system was for chronic pain. With the continued stall the patient did not experience any symptoms and was managed with oral medication. The patient did have an MRI which caused the motor stall and recovery noted back on (B)(6) 2014. As the motor stall had occurred as a result of the MRI no troubleshooting was needed at that time. Regarding the most recent stall, no troubleshooting was performed. As it was an unexpected stall and no emi event determined it was recommend that the pump be explanted and replaced. Should additional information be received a supplemental report will be filed.

Event description:
On (B)(6) 2015, the representative further provided that the pump stall did not recover. It was explanted and replaced on (B)(6) 2015. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(4) 2015, information was received from a employee regarding a patient in canada who was receiving morphine via an implantable pump. The concentration was 3,000 mcg/ml and the dose was 675.1 mcg/day. The indication for use, medical history, and concomitant medications were not provided. An active motor stall was seen at the pump's initial interrogation. The stall occurred at 03:10 on (B)(6) 2015. The patient did not recently have a magnetic resonance imaging (MRI) scan and there was no magnetic interference. Troubleshooting included reading the logs which indicated that a stall had also previously occurred on (B)(6) 2014 at 14:12 and recovered that same day at 14:59. The representative was to review the options with the health care provider. No symptoms were reported. The pump was set to minimum rate and the patient was put on oral medication. A pump replacement was scheduled for (B)(6) 2015. Additional information was requested regarding indications for use, patient symptoms, stall recovery status, the motor stall and recovery in (B)(6) 2014, troubleshooting, and cause of the stall (MRI or magnetic exposure) in (B)(6) 2014. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).